Manufacturer narrative:
Handpiece was sent back for evaluation. Upon receipt, it was found to be improperly assembled- specifically, the spring and locknut were inserted before the shaft, contrary to manufacturer specifications. This reassembly appears to have been done post-procedure by sterilization staff. The device was correctly reassembled by the manufacturer and tested with a capsule. The blade successfully actuated fully, indicating no functional defect with the device. User discussions revealed that clinical personnel may not have fully actuated the blade during the procedure, possibly contributing to the incident. The manufacturer is initiating retraining efforts to reinforce correct assembly and actuation techniques. The device operated as intended when correctly assembled. The probable root cause is user error due to incomplete blade actuation or improper handling.

Event description:
Blade stopped halfway through, got stuck and the general surgery team was called in to remove the blade and suture the patient.